Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use one resolute onyx drug-eluting stent to treat a distal lcx lesion. Lesion was very calcified and it was treated with a csi device for calcium. Device was inspected prior to use, no issues noted. It was reported that the device was unable to cross the lesion. It was reported that during deployment, the stent moved off the balloon. It is reported that the scrub tech may have improperly prepped the stent by accidentally applying positive pressure, and then applying negative pressure. This caused the balloon to be unstable on the shaft. The device was then removed intact. The physician completed the procedure using a non-mdt device. No patient injury was reported.